Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
Additional information was reported indicating that this device was removed and replaced, due to premature battery depletion. No additional adverse patient effects were reported. This product was returned, and a device evaluation was completed.

Event description:
It was reported that this pacemaker battery appeared to be depleting more quickly than expected and had a high current drain. Data analysis confirmed this observation. Device replacement was recommended. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.